Event description:
The tech alleged that the pt was unable to place a nurse call. No pt impact.

Manufacturer narrative:
The tech found the nurse call was not working due to a faulty power control board. The tech replaced the power control board to resolve the issue.